Manufacturer narrative:
The investigation is ongoing. Investigation results will be reported in a f/u report.

Event description:
It was reported that during cleaning procedure, a surgical light detached from the holding arm and that the user only just could hold the lamp. No injury reported.